Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed and replaced due to pump malfunction. The patient was unable to inflate the device. A full recovery is expected.